Manufacturer narrative:
The insulin pump had operating currents within specifications. The device passed the self test, the excessive no delivery alarm test, and the displacement test. Unable to prime unit during the prime test and motor error alarmed during basic occlusion test due to a faulty force sensor resistor. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The drive support disk was inspected and no anomaly was noted. The device had cracked battery tube threads and a scratched lcd window. There were no failed battery test alarms. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and motor error alarm. The blood glucose at the time of the incident was 143 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.